Event description:
It was reported that the patient presented with syncope. It was noted that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) sooner than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst noted unable to perform longevity calculation, due to device "por'ed". When the device was powered with an external supply, the system cd was nominal throughout the analysis which included room, body and 60ºc temperatures. The device was fully functional and no hybrid anomalies were found.